Manufacturer narrative:
Lead model 3889-28, lot # v918350, implanted (B)(6) 2012, explanted unk; programmer model 3037, serial # (B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation down her leg even with the implantable neurostimulator turned off. Additional information has been requested but was not available as of the date of this report.